Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The pump was unable to verify low battery alarm due to blank display. The pump had scratched display window. (B)(4).

Event description:
The customer's mother reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 386 mg/dl. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.